Event description:
Patient called to report adverse reactions to her biomet metal on metal total right hip replacement. Patient said about two years after the hip replacement, she felt very sick and was in a lot of pain. She said in (B)(6) of 2013, her feet started hurting with jabbing pain. The patient also stated having severe low back pain which turned out to be gastroparesis. Patient said her husband rushed her to the emergency room on (B)(6) 2013, she does not recall 4 days due to seizures. She stated she spent 5 days in the hospital and doctors were running all kinds of tests trying to figure out what was causing the seizures. She stated after she received a total left hip replacement, the doctors did an x-ray to check alignment of both hip implants and discovered she had toxic cobalt levels and cobalt poisoning from her right hip implant. Patient said she received a revision of her right metal on metal hip replacement due to the toxic cobalt poisoning on (B)(6) /2014. Patient stated the cobalt levels in her blood have gone down from 7.9 to less than 1 since the revision. Patient is very upset that she was given this metal on metal hip replacement, and believes the company should refund the expenses for her issues with her right biomet hip replacement.